Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no physical samples were received; the investigation was performed based on the photo provided. This is the 1st complaint for the reported lot number. The complaint could not be confirmed hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Investigation conclusion: received photos and samples from customer reviewed the photos these not made by bd (B)(4). The returned samples were inspected visually and confirmed the appearance of packaging and products themselves was totally different from bd (B)(4) produced. So the returned samples are not products manufactured by bd (B)(4).

Event description:
It was reported that 28 pen needle 31gx5mm experienced damaged or open unit packaging/seals where the sterility was compromised. The following information was provided by the initial reporter: the customer purchased 8 boxes of new (5mm, 7 packs) pen needles in early january. After using the 4 boxes, it was found that there were some differences with the outer packaging used before, such as air leakage and fold of the sealed package customer injected 4 times a day, once a day with 7 units of lantus insulin; and three times a day with glulisine insulin , each time customer injected 10 units.